Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that fluid invaded the scope connector during user handling which caused an abnormality with the the electrical components. The event can be detected/prevented by handling the device in accordance with the instructions for use item: "·inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image was noted. In addition, glue around the plastic distal end cover, a non-olympus distal end cover observation, light guide protector booth crack, and scope connect flooded/corroded were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii bronchovideoscope display snow image. The event occurred during installation, prior to a diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified within e2 and e3). If additional reportable information is received, a future supplemental report will be filed.